Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pumping stopped on multiple occasions. Tandem technical support reviewed the customer's pump history and it was determined that no other alarms occurred that day that would have caused pumping to stop. The contact did not know whether the pumping was stopped manually. No troubleshooting was performed due to the customer not being with the contact at the time of the call. The customer's blood glucose (bg) level was in the 300's mg/dl and a correction bolus via the pump was delivered to address the bg level. The contact did not know whether the bg level was due to the pumping stopping or other factors.